Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was identified through investigation of the system controller that a driveline disconnect alarm occurred on (B)(6) 2025 at 12:07:11. The driveline was disconnected on (B)(6) 2025 at 12:07:11 and reconnected at 12:07:17 where the driveline power fault alarm retriggered. Per the site, the driveline disconnect alarm occurred during the modular cable and system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop due to a driveline disconnect event. Although a specific cause for the driveline disconnect could not be conclusively determined, the account believes the driveline disconnect was due to the reported modular cable and controller exchange. The controller event log files collectively revealed the pump operating as intended until the driveline was briefly disconnected on (B)(6) 2025 resulting in a pump stop lasting approximately 8 seconds. After the driveline was reconnected, the pump appeared to ramp back up to the fixed speed and resumed operation until the driveline disconnected again consistent with the reported modular cable and controller exchange. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.